Event description:
It was stated that the customer was hospitalized for hypoglycemia. The customer stated that prior to the event, he was unable to speak and was stumbling around. The customer also stated that he changed his set 3 days before admission. Programming was correct and troubleshooting was performed. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.